Event description:
Went from using dexcom g6 cgm (continuous glucose monitoring) to dexcom g7 cgm. G7 frequently is not reading any glucose at all, and when it does it is frequently at least 100mg/dl off. This kind of error is significant and could risk my life if I were to inject insulin when it is falsely telling me my glucose is running too high. I am both a board-certified diabetes educator as well as a person with type 1 diabetes for over 48 years. I have never used a product more inaccurate and I fear for my life while using this product due to its inaccuracy. I have requested to return back to the old g6 product until the company corrects issues with the g7. Not sure if it's quality control or what, but this could kill a small child or person who doesn't understand diabetes well. The company needs to be forced to correct this product before more are made.